Manufacturer narrative:
The reported event of the stylet failure to advance was confirmed. As received, a complete lead without a stylet was returned. The stylet insertion test was performed. The test stylet couldn¿t be fully advance through the lead. X-ray inspection of the lead was normal. Destructive analysis of the lead found the inner coil was clogged with blood at the stylet restriction location. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had failed to be advanced into the novel lead despite multiple attempts. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.